Event description:
The device was removed due to "leaking at cylinder where tubing connects to the pump". As reported to co, the entire device was removed and replaced with another co's 3-piece inflatable penile prosthesis. 12/11/96 - a medwatch report was received by the user facility, it stated,..."patient had a penile prosthesis put in on 4/11/96. The prosthesis began to malfunction. Patient admitted to replace prosthesis".